Event description:
On (B)(6) 2011 a pump was removed and returned for battery depletion. No patient symptoms or injury was reported. Lioresal was used in the pump. The outcome was recovered without sequela. Additional information will be reported if it becomes available.

Manufacturer narrative:
(B)(4). Primary finding was high battery resistance. Low battery resets and safe states were seen all happening during analysis.